Manufacturer narrative:
This report is submitted on august 09, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced extrusion of the device. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report, august 09, 2017.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2017, and the patient was reimplanted with another cochlear device during the same surgery.